Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 15%. Premature battery depletion was suspected. Technical services reviewed the device data and confirmed the battery appeared to be depleting faster than expected and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.